Event description:
It was reported that the pump reset on its own twice in the past two months, requiring language selection, cgm restart, and cartridge reload, with no recall of an alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the reset was a built-in safety feature related to microprocessor performance, which zeroes out insulin on board and max hourly bolus requiring manual restart of cgm sessions and cartridge reload. The customer continued to use the pump for insulin therapy.